Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a black filament was around an intraocular lens (iol). No patient contact was reported. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed fibers/particles and residues of viscoelastic solution on the cartridge, indicating that the unit was handled and prepare for surgical use. No assembly errors and/or defects related to the manufacturing process were observed in the preloaded insertion system. The intraocular lens (iol) was observed stuck in the cartridge. The black filament around the iol could not be identified. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.